Manufacturer narrative:
Continuation of medical devices: product ID 37761, serial# (B)(4), product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger (B)(4) found evidence of broken connector pins. Fdc code applies to the recharger. Fdc code applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken. The patient also reported a return of pain, and stated she could not feel stimulation. The patient was redirected to their healthcare provider (hcp) to have their ins battery checked. It was suggested the patient contact their hcp to inform them the ins may be overdischarged. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.